Event description:
Information received indicated the bed ppm function would not arm.

Manufacturer narrative:
The scale display was showing err2 indicating scale requires calibration. The scale was calibrated which resolved the issue.